Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor's tip cover was coming off. The surgeon noticed it coming off during the procedure and was unsure of the cause. The tip cover did not fall inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. .